Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 7274 ICD: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy as a result of noise on the right ventricular (rv) lead. It was also reported that there was varying impedance. The patient was scheduled for further testing. The lead remains in use. No patient complications have been reported as a result of this event.